Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/19/2025. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, but unavailable: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Please confirm, how many devices demonstrated the alleged deficiency? Were there patient consequences? If yes, please explain. Please confirm if the devices are available for product analysis. If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2025 and suture was used. During the intraoperative suture process, the suture broke, which increased the difficulty of the laparoscopic appendectomy surgery and prolonged the operation time. The suture was immediately replaced in a timely manner and used normally after replacement. The surgery went smoothly. There were no patient consequences reported. Additional information was requested.